Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 5081244, model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patients lead had migrated. The patient underwent a revision procedure wherein the lead was adjusted and a new lead was added for improved coverage. The patient was doing well postoperatively.